Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain female') in a (B)(6)-year-old female patient who had essure (batch no. 50758784) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), constipation ("constipation"), hyperhidrosis ("excessive perspiration"), rhinitis ("rhinitis"), nasal dryness ("very dry nose"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendinitis"), osteoarthritis ("root arthrosis"), insomnia ("sleep difficulties"), visual impairment ("vision difficulties") and pruritus ("itching on the body"). At the time of the report, the pelvic pain, fatigue, abdominal pain upper, abdominal distension, constipation, hyperhidrosis, rhinitis, nasal dryness, disturbance in attention, musculoskeletal pain, tendonitis, osteoarthritis, insomnia, visual impairment and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, constipation, disturbance in attention, fatigue, hyperhidrosis, insomnia, musculoskeletal pain, nasal dryness, osteoarthritis, pruritus, rhinitis, tendonitis and visual impairment with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-apr-2022. The most recent information was received on 26-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain female") in a 51 year-old female patient who had essure inserted (lot no. 50758784) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), constipation ("constipation"), hyperhidrosis ("excessive perspiration"), rhinitis ("rhinitis"), nasal dryness ("very dry nose"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendinitis"), osteoarthritis ("root arthrosis"), insomnia ("sleep difficulties"), visual impairment ("vision difficulties") and pruritus ("itching on the body"). At the time of the report, none of the outcomes for these events were known. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to fatigue, abdominal pain upper, abdominal distension, constipation, hyperhidrosis, rhinitis, nasal dryness, disturbance in attention, musculoskeletal pain, tendonitis, osteoarthritis, insomnia, visual impairment or pruritus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch no: 50758784. Production date: 2013-09-12. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report